Manufacturer narrative:
H3, h6: a software analysis was initiated. It was suspected that the tracking was disabled only for short span when the system faults were observed. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera stopped tracking the reference frame during surgery. The manufacturer representative (rep) was certain that the instrument was undamaged. The spheres were seated correctly and completely dry. There were no reflective surfaces, and the frame disappeared completely from tracking in the tracking details. It was noted that this has happened with multiple navigation systems at the site, with multiple frames, and in multiple operating rooms (or.) The site claims that they wave at each lens within three inches to resolve the issue. There was a surgical delay of approximately five minutes due to the reported issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, h2, additional information: this is related to rr # 1723170-2024-02637 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) said the issue was isolated to one of the reference frames as to why the tracking issue occurred. The rep said he did not see visible damage, but it could have been bent just a bit which would occasionally cause the issue. The rep tried other reference frames which is how it was isolated to one frame. The rep said the site has 5 spine trays so it took awhile to identify the issue.